Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the coil would not detach, but was finally detached. Corrective action: after manipulation of the coil, the coil was only then able to be detached. Procedure outcome was successful, but the end of the coil was hanging in the vessel. Patient condition was reported as fine. Asparine was prescripted to prevent blood clogging.

Manufacturer narrative:
Subject device was not returned and subsequently bsc cannot conclusively determine the cause of the suer's experience. A review of the device history record for the subject device could not be performed as the lot number was not provided.